Event description:
This case was initially received via regulatory authority ((B)(6) (B)(4)) on 24-mar-2017. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("violent abdominal pain") in a female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("haemorrhagic menstrual periods") and allergy to metals ("allergy test for nickel strongly positive"). At the time of the report, the abdominal pain, fatigue, menorrhagia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, fatigue and menorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: nickel strongly positive, titanium negative (abnormal nos). Blood test - on an unknown date: normal (normal). Ultrasound pelvis - on an unknown date: normal (normal). Urine analysis - on an unknown date: no urinary tract infection . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.